Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The unexpected restart error, occlusion and excessive no delivery tests could not be performed due to motor error alarm. The displacement test functioned properly. No motion sensor test failure alarm during testing. The device was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm. The alarm history also showed a motor position encoder error alarm and a motion sensor test failure alarm. The blood glucose at the time of the incident was 14.1 mmol/l. The customer stated that the device might have been exposed to a magnetic field since it went through the x-ray machine at the airport. The insulin pump passed troubleshooting. The device was returned for analysis.